Event description:
A malfunction code was reported with the pump, but there were no notable events prior to the issue. The malfunction caused no adverse impact to the customer's blood glucose level, as levels did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the customer through resetting the pump, which resolved the malfunction. The customer can continue using the pump and was advised to contact support if the issue happens again. The customer acknowledged and understood the instructions provided.